Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 49 mg/dl. The customer was treated of low blood glucose. The customer declined troubleshooting for low blood glucose. The customer stated that the insulin pump was bump and fell off he into hot tub. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction.